Event description:
The user facility reported that the device overheated during a procedure. The patient's lip was burned. Although requested, there was no information available regarding procedural delay or medical intervention.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
The user facility reported that the device overheated during a procedure. The patient's lip was burned. Although requested, there was no information available regarding procedural delay or medical intervention.